Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, advising the customer to use a backup insulin pump in the meantime.